Event description:
Further information was received indicating the lead was tested with a pacing system analyzer and the electrical values were normal so the atrial lead was left in place. The patient will be followed remotely.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, automatic mode switching, atrial noise reversion and oversensing episodes were observed. Lead replacement is anticipated; however, no intervention has been performed at this time. The patient was stable.